Event description:
Hcp called to report pt infection at surgical site. Pt implanted with an activa dbs system. Pt has had multiple infections as of recently. A follow-up report will be sent if additional information is received.